Event description:
Patient was hospitalized for high blood glucose. The set was changed the night before admission. Troubleshooting was performed. The programming and histories were correct. A fixed prime with the reservoir in the pump was performed and the insulin exited. The customer also did complain of small flu symptoms. Additionally, it was found that the cannula was lying on top of the skin when the set was removed. The customer current is on insulin drip.